Event description:
It was reported that a user contacted support to ask how much insulin the ilet delivers and how often and was educated that dosing is personalized and that the system makes dosing decisions every five minutes based on continuous glucose monitor (cgm) data. The user reported a blood glucose of 379 mg/dl after going without insulin for approximately 5¿6 hours before a procedure and then reconnecting to the ilet, with the expectation that glucose would decrease as the system corrected. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and continuation of therapy on the ilet. Investigation included product support troubleshooting and user education regarding ilet automated dosing behavior. Investigation of this case revealed that the event was consistent with hyperglycemia due to user-related missed insulin prior to reconnection, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery leading to transient hyperglycemia.